Event description:
Boston scientific received information that over the last year, this right ventricular (rv) lead had exhibited high pacing impedances in the bipolar pacing configuration. The impedances were improved in the unipolar configuration, and therefore, the clinic reprogrammed the device to unipolar pacing and extended the patient's av delays to promote intrinsic ventricular conduction. However, at a recent evaluation, the unipolar pacing impedance measured >2500 ohms and the physician thought the lead had fractured. Subsequently, a lead revision procedure was performed where this rv lead was surgically abandoned and a new rv lead was implanted. It was reported that the patient did not have any adverse effects related to the lead fracture or procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.